Manufacturer narrative:
Manufacturing site evaluation: the shunt assistant valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received; no significant deformations or damage of the valve were detected during the visual inspection. Permeability test- the test has shown that the valve is permeable. Adjustment test - this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve. The test are not applicable. Computer - controlled test - to investigate the claim of under/over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve is tested in the vertical position. The results showed that the valve operated within the accepted tolerance. Results - after the tests, we have dismantled the valve. Inside the valve there were no visible deposits. Based on our investigation, we are unable to substantiate the claim of over-drainage. At the time of our investigation, the valve operated within all specified tolerances. It is possible that even non-visible or small amounts of non-visible blood or protein build-up could have led to a temporary compromise of the valve in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section - patient data: height 95 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the shunt assistant. A patient was implanted with a shunt system on (B)(6) 2019. Postoperatively, there was over-drainage and blockage was suspected. The shunt assistant was removed on (B)(6) 2019 due to the malfunction.